Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event.

Event description:
During remote monitoring, a loss of capture was observed on the right ventricular (rv) lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.